Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was returned. Visual inspection noted the helix was extended and bent between the helix housing and the anode ring. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that the right atrial (ra) and right ventricular (rv) lead's dislodged six months post implant. Both leads were explanted and new ra and rv lead's were successfully implanted. No additional adverse patient effects were reported.